Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain. She underwent diagnostic laparoscopy with bilateral salpingectomy and removal of the essure, approximately 9 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since essure removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stress urinary incontinence, constipation and dysfunctional uterine bleeding. Concurrent conditions included obesity, uterine leiomyoma, libido decreased and uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)/ painful intercourse-vagina and abdomen"), feeling abnormal ("brain fog") and urinary incontinence ("leaking urine"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). In january 2008, the patient experienced headache ("headache"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower left abdominal quadrant pain/lower left abdominal pain/ pain radiated down left leg and into back"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), loss of libido ("loss of libido"), insomnia ("insomnia"), incontinence ("incontinence"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with multivitamin, surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6) 2015) and surgery (on (B)(6) 2009 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, amnesia, fatigue, loss of libido, insomnia, incontinence, vaginal haemorrhage, food allergy, female sexual dysfunction, dysmenorrhoea, reproductive tract disorder and anxiety outcome was unknown, the alopecia and urinary incontinence was resolving and the abdominal pain lower, headache, abdominal pain, dyspareunia, depression and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, headache, incontinence, insomnia, loss of libido, menorrhagia, pelvic pain, reproductive tract disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: satisfactory placement, bilateral full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events decreased libido, menorrhagia, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and menorrhagia ('heavy bleeding during menstruation / abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, constipation and dysfunctional uterine bleeding. Concurrent conditions included obesity, uterine leiomyoma, libido decreased and uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (provera) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain and could not lose it"). In (B)(6) 2006, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)/ painful intercourse-vagina and abdomen"), feeling abnormal ("brain fog") and urinary incontinence ("leaking urine"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2008, the patient experienced headache ("headache"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower left abdominal quadrant pain/lower left abdominal pain/ pain radiated down left leg and into back") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), loss of libido ("loss of libido"), insomnia ("insomnia"), incontinence ("incontinence"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition") and arthralgia ("hip pain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6) 2015 and on (B)(6) 2009 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, amnesia, fatigue, loss of libido, insomnia, incontinence, vaginal haemorrhage, food allergy, female sexual dysfunction, dysmenorrhoea, reproductive tract disorder, anxiety and arthralgia outcome was unknown, the alopecia and urinary incontinence was resolving and the abdominal pain lower, headache, abdominal pain, dyspareunia, depression and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, headache, incontinence, insomnia, loss of libido, menorrhagia, pelvic pain, reproductive tract disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: satisfactory placement, bilateral full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events decreased libido, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: update of quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stress urinary incontinence, constipation and dysfunctional uterine bleeding. Concurrent conditions included obesity, uterine leiomyoma, libido decreased and uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)/ painful intercourse-vagina and abdomen"), feeling abnormal ("brain fog") and urinary incontinence ("leaking urine"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2008, the patient experienced headache ("headache"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower left abdominal quadrant pain/lower left abdominal pain/ pain radiated down left leg and into back"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), loss of libido ("loss of libido"), insomnia ("insomnia"), incontinence ("incontinence"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with multivitamin, surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6)2015) and surgery (on (B)(6)2009 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, amnesia, fatigue, loss of libido, insomnia, incontinence, vaginal haemorrhage, food allergy, female sexual dysfunction, dysmenorrhoea, reproductive tract disorder and anxiety outcome was unknown, the alopecia and urinary incontinence was resolving and the abdominal pain lower, headache, abdominal pain, dyspareunia, depression and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, headache, incontinence, insomnia, loss of libido, menorrhagia, pelvic pain, reproductive tract disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6)2006: satisfactory placement, bilateral full occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events decreased libido, menorrhagia, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Events depression, brain fog, anxiety, leaking urine were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") in a female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) -2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss."), weight increased ("weight gain / weight gain / loss specify which one: weight gain"), amnesia ("memory loss"), fatigue ("fatigue / fatigue"), loss of libido ("loss of libido"), insomnia ("insomnia"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower left abdominal quadrant pain"), headache ("headache"), abdominal pain ("abdominal pain"), dyspareunia ("pain with intercourse") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6) 2015) and surgery (on (B)(6) 2009 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, amnesia, fatigue, loss of libido, insomnia, incontinence, vaginal haemorrhage, food allergy, female sexual dysfunction, dysmenorrhoea, abdominal pain lower and reproductive tract disorder outcome was unknown and the alopecia, headache, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, headache, incontinence, insomnia, loss of libido, menorrhagia, pelvic pain, reproductive tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory placement, bilateral full occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: food, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), lower left abdominal quadrant pain, headache, abdominal pain ,pain with intercourse,reproductive system disorder or condition type of disorder or condition", reporter, lot number, historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and menorrhagia ('heavy bleeding during menstruation / abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, constipation and dysfunctional uterine bleeding. Concurrent conditions included obesity, uterine leiomyoma, libido decreased and uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (provera) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain and could not lose it"). In (B)(6) 2006, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)/ painful intercourse-vagina and abdomen"), feeling abnormal ("brain fog") and urinary incontinence ("leaking urine"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2008, the patient experienced headache ("headache"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower left abdominal quadrant pain/lower left abdominal pain/ pain radiated down left leg and into back") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), loss of libido ("loss of libido"), insomnia ("insomnia"), incontinence ("incontinence"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition") and arthralgia ("hip pain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6) 2015 and on (B)(6) 2009 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, amnesia, fatigue, loss of libido, insomnia, incontinence, vaginal haemorrhage, food allergy, female sexual dysfunction, dysmenorrhoea, reproductive tract disorder, anxiety and arthralgia outcome was unknown, the alopecia and urinary incontinence was resolving and the abdominal pain lower, headache, abdominal pain, dyspareunia, depression and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, headache, incontinence, insomnia, loss of libido, menorrhagia, pelvic pain, reproductive tract disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: satisfactory placement, bilateral full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events decreased libido, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter added. New event hip pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stress urinary incontinence and constipation. Concurrent conditions included obesity and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss."), weight increased ("weight gain / weight gain / loss specify which one: weight gain"), amnesia ("memory loss"), fatigue ("fatigue / fatigue"), loss of libido ("loss of libido"), insomnia ("insomnia"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), food allergy ("allergic or hypersensitivity reaction type: food"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower left abdominal quadrant pain"), headache ("headache"), abdominal pain ("abdominal pain"), dyspareunia ("pain with intercourse") and reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6) 2015) and surgery (on (B)(6) 2009 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, weight increased, amnesia, fatigue, loss of libido, insomnia, incontinence, vaginal haemorrhage, food allergy, female sexual dysfunction, dysmenorrhoea, abdominal pain lower and reproductive tract disorder outcome was unknown and the alopecia, headache, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, headache, incontinence, insomnia, loss of libido, menorrhagia, pelvic pain, reproductive tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory placement, bilateral full occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events decreased libido, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received- all relevant medical history, concurrent condition, concomitant medication were added. Case became medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), weight increased ("weight gain"), amnesia ("memory loss"), fatigue ("fatigue"), menorrhagia ("heavy bleeding during menstruation"), loss of libido ("loss of libido"), insomnia ("insomnia") and incontinence ("incontinence"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of the essure on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, alopecia, weight increased, amnesia, fatigue, menorrhagia, loss of libido, insomnia and incontinence outcome was unknown. The reporter considered pelvic pain, alopecia, weight increased, amnesia, fatigue, menorrhagia, loss of libido, insomnia and incontinence to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2006: hysterosalpingogram result was satisfactory placement, bilateral full occlusion. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain. She underwent diagnostic laparoscopy with bilateral salpingectomy and removal of the essure, approximately 9 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since essure removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.